Event description:
It was reported that the patient experienced cardiac perforation and the right ventricular (rv) lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.